Manufacturer narrative:
Based on the claim against the product by the customer noting an illuminator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the system was tested and the issue was reproduced. Fse suspected a fault at the illuminator. After replacement, the system was retested and verified as ready for use. Isi received the replaced illuminator involved with this complaint to perform failure analysis. The illuminator was returned without the lamp module. Review of the logs confirmed an "illuminator lamp module" advisory. Failure analysis of the illuminator with an in-house lamp module and pca system found no issue. The illuminator operated as expected in normal mode. The issue was not reproduced during failure analysis of the illuminator. This complaint is considered a reportable event due to the following conclusion: the illuminator became non functional and was replaced after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastrectomy proximal surgical procedure, the illuminator powered off by itself. The customer received phone assistance from the technical support engineer (tse). Upon verification, the customer indicated that the illuminator led indicator was off. Review of the system logs confirmed error code 48238 had occurred. Tse advised the customer to use an external illuminator. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: an external illuminator was used to complete the procedure. No further error was reported. No known impact or patient consequence was reported.